Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/8/2015. The fse found the actuator valve for the hemoglibin (hgb) cuvette drain, vl4, was not working. The fse replaced the actuator, which repaired the hgb vote outs. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported the coulter lh 750 hematology analyzer was generating hemoglobin (hgb) voteouts for patient results. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.